Event description:
The user facility reported that the device overheated during a procedure. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device overheated during a procedure. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.